Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 67 mg/dl. Customer stated that she was not feeling well and was on her way to the hospital. Nothing further reported.